Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe with bd luer-lok¿ tip leaked during use. There was no report of exposure to mucous membranes, injury or medical interventions as a result of this incident.

Manufacturer narrative:
Investigation results: a sample was received at the columbus plant for evaluation. The sample did reveal leakage past the stopper's first rim verifying the failure mode however leakage past the 1st rib of the stopper but not past the 2nd rib is not considered a defect. A DHR was completed and no defects were found. Product was produced 7/26/17. Root cause: leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Based on the evaluation no corrective action is necessary.